Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: runthrough extra floppy; guide cath: heartrail 2 6f il3.5; rhv: co-pilot. Evaluation summary: the device was returned for evaluation and the reported kink and separation were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a radial artery access approach during a procedure of the unspecified vessel, the 2.5 x 15 mm nc trek balloon dilatation catheter (bdc) was backloaded to the guide catheter outside the anatomy when the shaft became kinked/bent and separated. The device was not used in the procedure. There was no patient interaction. A second similar sized bdc was used. It was noted that there was no resistance with the co-pilot or the guide wire used. There was no reported clinically significant delay in the procedure. No additional information was provided.